Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 03.641.004 lot number: h130932.. Per jde, manufactured date: 10/12/2016. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the socket wrench for veptr nut (p/n: 03.641.004, lot # h130932-18) was returned and received at us cq. Upon visual inspection, there were scratches on the device which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: the functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was 6.866 nm which was not within the specified torque range of the device of 5.0 nm - 6.4 nm. Hence, the torque test failed high. Can the complaint be replicated with the returned device? Yes. Service & repair evaluation: during service evaluation, the repair technician found out that the socket wrench for vertical expandable prostethic titanium rib (veptr) failed in calibration. The item is not repairable per the inspection sheet. The cause of the issue is the device failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed in the calibration test. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. -socket wrench complaint confirmed? Yes, the device received failed in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the socket wrench for veptr nut (p/n: 03.641.004, lot # h130932-18) failed high in the calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The socket wrench for veptr nut (p/n: 03.641.004, lot # h130932-18) was returned and received at us cq. Upon visual inspection, there were scratches on the device which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. The functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was 6.866 nm which was not within the specified torque range of the device of 5.0 nm - 6.4 nm. Hence, the torque test failed high. During service evaluation, the repair technician found out that the socket wrench for vertical expandable prostethic titanium rib (veptr) failed in calibration. The item is not repairable per the inspection sheet. The cause of the issue is the device failed high. The item will be forwarded to customer quality. The evaluation was confirmed. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed in the calibration test. The complaint condition is confirmed as the socket wrench for veptr nut (p/n: 03.641.004, lot # h130932-18) failed high in the calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part number: 03.641.004. Lot number: h130932. Per jde, manufactured date: 10/12/2016. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during evaluation, the repair technician found out that the socket wrench for vertical expandable prosthetic titanium rib (veptr) failed in calibration. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).